Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The patient contact also reported that there have been cassette leaks four days in a row but was unable to provide the dates of occurrence. Fluid was also found inside the cycler door each time. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. Due to the timing of the leaks, the patient skipped the remainder of treatments in the absence of the cycler. The patient contact confirmed one of the cassettes used during treatment is available to be returned for analysis.

Event description:
The patient contact also reported that there have been cassette leaks four days in a row but was unable to provide the dates of occurrence. Fluid was also found inside the cycler door each time. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. Due to the timing of the leaks, the patient skipped the remainder of treatments in the absence of the cycler. The patient contact confirmed one of the cassettes used during treatment is available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.